Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor was not producing a desaturation alarm, although production of other high priority red alarms was occurring. Root cause-user setup. According to the complaint description, the customer had programmed the bedside monitor for the operating room configuration mode. The biomedical engineer at the site assessed that this product does not have a desaturation alarm available in the operating room configuration set that the nursing staff preferred to use. It is expected that the user will check the alarm settings of the bedside monitor prior to the time of initial patient monitoring. Based upon this information, no product malfunction has been identified. The users did not report any reason for not responding to yellow low spo2 alarms that are considered to have occurred for this patient. Given that the users were aware of other red alarms for this patient, there is no indication that users were unaware of the patient condition or that there was any delay in treatment. Nonetheless, the information that is available does not allow philips to conclude that the use of this device was not a factor in the patient death. The cited monitor remains in customer use and is reported to be functioning within manufacture specifications. The device labeling (IFU) adequately describes desaturation alarm setup. Consideration of this complaint supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The reported description notes that the bedside monitor did not produce a desaturation alarm.